Event description:
It was reported that during the endoscopic vein harvesting procedure, it was visually noticed that the devices were really hot and burned out. The hospital replaced the extension cable and used the same device to complete the procedure. No patient complications were reported by the hospital. Hospital returned both the devices and the cable. On 01/10/2008, investigation discovered that there was no power output from the second device. No power output is reportable malfunction. This report is for the second device.

Manufacturer narrative:
The investigation was completed. There was no power output delivery from the device. To further investigate, the switch on the device remained in the closed state, thus causing no energy to be delivered. The complaint for the device got really hot and burn out is not confirmed. The device, however, did not pass electrical performance testing was most likely due to the switch failure. Lhr review was completed for the product, there was no nonconformance associated with the lot number.